Event description:
Event description: boston scientific received information that this patient had passed away in 2006. The patient's family is now stating that this patient's pacemaker had malfunctioned several times and is believed to have contributed to the patient's death. The patient's family will be seeking legal counsel. Boston scientific technical services consultant discussed the advisory with the caller and suggested she contact her husband's physician regarding the product performance of this device. A review of our complaint database did not reveal any previous allegations against the functionality of this pacemaker.

Manufacturer narrative:
Event conclusion - the pacemaker was buried with the patient and will not be returned. Therefore, boston scientific cannot confirm any allegations against this device. This event will be re-evaluated if additional information is received.